Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) experienced a display malfunction. No patient involvement or harm was reported. A getinge field service engineer (fse) reproduced the issue, during which the upper screen briefly turned red. The display was having intermittent problems jumping and changing colors. Fse replaced the lcd top display and the power cable monitor to display. This seems to have corrected the issue. Fse performed a complete system checkout. Unit passed all testing and was cleared for clinical use. No fault logs available.